Manufacturer narrative:
(B)(4). Batch # n55z1u. Additional information was requested and the following was obtained: did any pieces fall into the patient? Rep was not present in the case. If yes, were they retrieved? Rep wasn't present in the case, only given the device from materials management to return. Will all pieces be returned with the device? The rep was given the device in a red biohazard bag, rep will return what was given. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open colon procedure the device closed on the tissue and the firing knob blew off of the device; fell off track. It was unknown if tissue was cut. The procedure was completed using a like device of the same product code. There were no patient consequences reported.